Event description:
It was reported that the poly wore out and the baseplate was loose. Physician replaced baseplate and poly.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 16mm duracon a/p lipped liner. It was noted that the device is not available for evaluation as the patient requested to keep it. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.